Event description:
It was reported that the patient presented with a pocket infection with drainage. The whole pacemaker system was explanted and replaced as a result. The patient was recovering post-procedure.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of the infection could not be established.